Manufacturer narrative:
Please note corrections to h6 a code. Complaint has been evaluated and is similar to report number 1644408-2023-00294, 341-10-705, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient develped flexion instability which required revision surgery.